Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod fell off the infusion site (abdomen) while the patient was at work. As no replacement pod was available, the patient's blood glucose rose above 30 mmol/l (540 mg/dl), and they developed nausea. The pod, which had been worn for approximately 24 to 36 hours, was no longer in place. The patient sought medical attention and was treated with IV insulin.